Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-04812 / 04813 & 1825034-2016-00654).

Event description:
It was reported patient underwent total right hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2010 due to pain, metal debris, and audible squeaking of implants. It was further reported a revision procedure was performed on (B)(6) 2016 due to calcar fracture. The mallory head calcar was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04812 / 04813).

Event description:
It was reported patient underwent total right hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2010 due to pain, metal debris, and audible squeaking of implants. Another revision has been indicated for unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent right hip revision approximately two years post-implantation due to pain, metal debris, and audible squeaking of implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-magnum pf cup 62odx56id p/n us157862 l/n 655590, bi-metric/x por nc x180316 lot 211920, magnum taper adapter 139268 lot 369650. Reported event was confirmed by review of x-rays and op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. First revision op notes states the patient underwent right hip arthroplasty revision due to eccentric wear of metal ¿ metal and some metal debris, as well as some audible squeaking. There was some tending of the functional joint synovium. No real debris per se, but tending of the tissues related to metal ions. Head had some eccentric wear related to its metal ¿ metal articulation. Cup, head and stem must be removed. It was noted that the acetabulum was well fixed. Hip had excellent full range of motion. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.